Event description:
A customer reported that the adc device would not power on. As a result, the customer was unable to monitor their glucose and experienced hyperglycemia. The customer went to the emergency room and had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with a known-good test strips. Visual inspection was performed on returned meter. No new issues were observed. Reader did not power on with button depression, strip and usb cable insertion. Reader was connected pc and masterm; unable to recognize the reader. The reader was de-cased and visual inspection was performed. Liquid contamination was observed. Therefore, issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on. As a result, the customer was unable to monitor their glucose and experienced hyperglycemia. The customer went to the emergency room and had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted.